Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced pain due to eroded mesh and received additional medical treatment. According to the physician, the patient complained of lower back pain, abdominal pain, and recurring urinary tract infections (utis) post procedure. The physician stated that he has not seen the patient since (B)(6) of 2011, in which she still complained of uti symptoms. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.